Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up appointment on (B)(6) 2014 the patient incision appeared healthy and pink and free of infection. On (B)(6) 2015 the patient's face appeared mildly swollen and there was a milky fluid discharge coming from the incision. The patient was prescribed antibiotics.

Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. During follow up appointment on (B)(6) 2014, the patient incision appeared healthy and pink and free of infection. On (B)(6) 2015, the patient's face appeared mildly swollen and there was a milky fluid discharge coming from the incision. The patient was prescribed antibiotics.

Manufacturer narrative:
The failure for leaking a black substance was not confirmed as the serial number was not provided. A chemical analysis of samples taken from similar devices from the account did not reveal any contamination per chemical analysis. In the cleaning practices at the account, did not conform to instructions for use. A chemical analysis of samples taken from similar devices from the account did not reveal any contamination per chemical analysis.